Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(6) I t was reported that the patient underwent a gynecological surgical procedure on (B)(6)2006 and tvt was implanted. It was reported that she experienced vaginal pain, dyspareunia, urinary obstructive symptoms, urinary urgency, urinary frequency, stress urinary incontinence, and mixed incontinence. It was reported that patient underwent mesh revision on (B)(6) 2014 by (B)(6) at (B)(6) center of atlanta. No additional information was provided.